Event description:
Customer reported that a pyxis medstation es system unexpectedly turned off and smelled of smoke after medication was withdrawn. The device was unplugged as a preventative measure. No visible indications of smoke/fire/spark were observed. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly turned off and smelled of smoke after medication was withdrawn. The device was unplugged as a preventative measure. No visible indications of smoke/fire/spark were observed. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service technician evaluated the device and found an excessive amount of burnt smell coming from a solenoid. The solenoid was found with melted interior components, but the exterior remained unaffected. Field service technician ordered a new replacement drawer. Device repair is pending while replacement parts are in transit. A supplemental report will be submitted after the investigation is completed.

Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly turned off and smelled of smoke after medication was withdrawn. The device was unplugged as a preventative measure. No visible indications of smoke/fire/spark were observed. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service technician evaluated the device and found an excessive amount of burnt smell coming from a solenoid. The solenoid was found with melted interior components, but the exterior remained unaffected. Field service technician ordered a new replacement drawer. Device repair is pending while replacement parts are in transit. Corrected information in section h10; added resolution because it was not available when report was initially submitted. Root cause analysis was performed by the field service technician and he identified that the cause of the malfunction was due to a shorted solenoid. The shorted solenoid became fused to the pin which caused the drawer to not release and the device to shut down. The replacement drawer was installed by a field service technician on july 8th, 2022. Device was tested and confirmed operational.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-may-2020 to 27-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unexpectedly turned off and smelled of smoke after medication was withdrawn. The field service engineer unplugged the cable and replaced the full-height drawer with bad rails to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
Customer reported that a pyxis medstation es system unexpectedly turned off and smelled of smoke after medication was withdrawn. The device was unplugged as a preventative measure. No visible indications of smoke/fire/spark were observed. Patient or user harm was not reported.